Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic manager reported that there was a small leak in the heparin tubing where the line connects with main arterial blood tubing. This issue had occurred during patient treatment which caused blood loss to the patient. The nurse was unsure if the patient completed treatment or not, as well as if this was during the beginning or the end of treatment. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.